Manufacturer narrative:
The insulin pump had no unexpected excess no delivery alarms noted during testing. The insulin pump passed self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump has been receiving consistent no delivery alarms during bolus and fixed prime. The patient's blood glucose at the time of incident was 133 mg/dl. Troubleshooting was initiated and the high pressure test passed. However, the customer has tried different infusion sets and cannula lengths and the no delivery alarms have still been recurring problem. The insulin pump will be returned for analysis.